Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 504 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.